Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the inner insulation of the lead developed a breach due to metal ion oxidation while in vivo. The outer insulation of the lead developed a breach due to environmental stress cracking while in vivo.

Event description:
It was reported that the right atrial (ra) lead had a malfunction. The lead was replaced with a competitor product. No patient complications have been reported as a result of this event.